Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on ventricular channel was observed. Lead noise suspected. The patient will be coming into clinic for a check but has not been scheduled. Currently no programming changes have been made. Device and lead remain implanted and will continue to be monitored. No consequences to patient.

Event description:
New information notes that noise was reproducible with rom exercises in office. No programming changes made, and the decision was made to continue to monitor the situation.